Event description:
The customer reported a high blood glucose level of 527 mg/dl. The customer stated that he went to the doctor's office and had 20 units of insulin administered by the doctor. The customer then called back and reported having high blood glucose levels still. Troubleshooting was performed and the insulin pump was found to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.